Event description:
Priming procedure: this unit uses integra machines equipped with ram card and hemoscan. They prime with 1 litre of ns, followed by recirculation with a "uf". The saline in the circuit is dumped by bleeding the pt back to the bag. No other changes have occurred in the unit. Access: fistula, this pt commenced dialysis in 1/02 and has been dialyzing on a f50nr. On the day of the event normal treatment. Two days later commenced dialysis at 0900 hrs. At 0938 hrs became nauseated, light headed, and had emesis. Bp decreased. Gravol and 02 given with no relief. Taken off at 0951 hrs. Dialysis recommenced with a gfs16 dialyzer. Dialyzer clotted two days after this f50nr no problems. Continues to dialyze on f50 nr with no symptoms. Medication list unavailable relating to pt being an inpatient and same not available in dialysis unit. Companion sample will be sent in for evaluation.